Event description:
It was reported that during an initial hip arthroplasty, the stem would not seat. Additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 193009 echo b-mtrc mp fp so 9 lot#: 175900, catalog#: 110017102 g7 finned 3 hole shell 50d lot#: 7107431, catalog#: 00-6250-065-30 bone screw 6.5x30 selftap lot#: j7126859, catalog#: 110024462 g7 dual mobility liner 40mm d lot#: 633890, catalog#: 650-1065 cer option type 1 tpr sleve -3 lot#: 3065028, catalog#: 110031010 vivacit-e dm bearing 28x40mm lot#: 64782770, catalog#: 650-1055 cer bioloxd option hd 28mm lot#: 3087405. Multiple reports were submitted along with this report 0001825034-2022-00057. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.